Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 14-feb-2023 h6: investigation summary three samples were provided to our quality team for investigation. The products were visually inspected, no foreign matter was observed. No particles could be identified within the fluid path and there was no embedded material detected within any of the devices. A device history review was performed for the reported lot 2012056, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Based on the available information and sample evaluation, we cannot identify a root cause related to our manufacturing process at this time. H3 other text : see h10

Event description:
It was reported that foreign particles were found in 3 bd plastipak¿ syringes while preparing intrathecal methotrexate. The following information was provided by the initial reporter, translated from french: "when preparing syringes of intrathecal methotrexate, the preparers observed particles in the body of the syringe. The preparation was repeated 4 times before a compliant syringe was found. Consequences: increased preparation time. Risk of contamination of the solution."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign particles were found in 3 bd plastipak¿ syringes while preparing intrathecal methotrexate. The following information was provided by the initial reporter, translated from french: "when preparing syringes of intrathecal methotrexate, the preparers observed particles in the body of the syringe. The preparation was repeated 4 times before a compliant syringe was found. Consequences: increased preparation time. Risk of contamination of the solution."